Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing impedances in the bipolar configuration. There was also high threshold measurements with loss of capture (loc). The patient has an intrinsic rhythm of 40 bpm. A lead fracture is suspected. The pacing configuration was changed to unipolar pacing with bipolar sensing. Intervention is likely but not yet planned. As of today the lead remains in service. The patient was asymptomatic.